Event description:
Baxter inter-link system mini volume extension tubing set with 0.22 micron filter was leaking at connection of tubing to male luer-lock connector. Allowed loss of fluid from arterial line infusing 1/2 normal saline with 1 unit heparin per cc of fluid.